Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. Customer¿s blood glucose was 500 mg/dl at the time of incident. The current blood glucose level was 292 mg/dl. Customer had a symptom like throwing up. Customer alleging the insulin pump because when they tried to changed out entire set the bolus sugar stay high.the product will return for the analysis.